Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v386608, implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, in the past, the patient had had abnormal impedances. On the day of the report, they ran impedances at 1.5 volts (v) and there were no abnormal values. The impedances were (in ohms): c-0 = 1537, c-1 = 500, c-2 = 1537, c-3 = 873, 0-1 = 1537, 0-2 = 1966, 0-3 = 1586, 1-2 = 1537, 1-3 = 1537, and 2-3 = 1586. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.